Event description:
It was reported that an ilet user experienced persistent hyperglycemia after an infusion change, with glucose readings over 180 mg/dl despite corrective insulin delivery recorded on the device and no leak observed; the user had announced a meal and reported extensive scar tissue, and upon site removal noted blood at the insertion site with an unbent cannula before changing to a new site. Symptoms included elevated blood glucose. Outcomes included user distress without medical intervention or hospitalization. Investigation included remote review of device data and user-led site change. Investigation of this case revealed that the device delivered insulin and issued an alert, with hyperglycemia likely related to infusion site absorption issues potentially associated with scar tissue, while the device and cannula appeared intact. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unclear infusion site performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.